Manufacturer narrative:
This event has been recorded by zimmer biomet under (B)(4). The product has been returned to zimmer biomet for investigation. Once the investigation has been completed, a follow up MDR will be submitted.

Event description:
It was reported that the device had incomplete mesh. No adverse events have been reported as a result of this malfunction.

Manufacturer narrative:
This event has been recorded by zimmer biomet under (B)(4). On april 18, 2018, it was reported that the device was producing an incomplete mesh. The customer returned a skin graft mesher device, serial number (B)(4), for evaluation. The customer also returned a 1.5:1 ratio cutter, serial number (B)(4), and a 2:1 ratio cutter, serial number 1504069 for evaluation. Zimmer biomet surgical has previously repaired/evaluated skin graft mesher serial number (B)(4) seven times as documented in the repair reports in livelink. The last repair was april 3, 2018 where it was reported that the device was producing an incomplete mesh and the roller, comb, gears, and screws were replaced. This is not a related issue. This is not a related issue. The 1.5:1 ratio cutter, serial number (B)(4) produced an incomplete mesh and was deemed non-repairable. The 2:1 ratio cutter, serial number (B)(4)produced an incomplete mesh. Product review of the skin graft mesher on april 25, 2018 revealed that the device was out of calibration but the device produced a passing sample mesh with our test cutter. There were no damaged parts on the device. The 1.5:1 ratio cutter, serial number (B)(4), and a 2:1 ratio cutter, serial number (B)(4) both produced an incomplete cut and were deemed non-repairable. Repair of the skin graft mesher was performed by zimmer biomet surgical on april 25, 2018 which included recalibration and lubricating the device. Skin graft mesher, serial number (B)(4), was then tested and functioned properly. It was repaired, inspected and tested. The reported event was confirmed since during the product review it was noted that the 1.5:1 and 2:1 ratio cutters both produced incomplete cuts and were deemed non-repairable. During the previous repair, the 1.5:1 ratio cutter had already been deemed non-repairable when it was tested and produced an incomplete mesh. Previously the 2:1 ratio cutter, serial number (B)(4) produced an incomplete mesh. However, in a month since the previous repair it has now become non-repairable as it produced an incomplete cut. The cause of the reported event was due to the damaged cutters. During the product review it was noted that the 1.5:1 and 2:1 ratio cutters both produced incomplete cuts and were deemed non-repairable. During the previous repair, the 1.5:1 ratio cutter had already been deemed non-repairable when it was tested and produced an incomplete mesh. Previously the 2:1 ratio cutter was acceptable and produced a passing sample mesh. However, in a month since the previous repair it has now become non-repairable as it produced an incomplete cut. It is unknown with the information that was provided how this occurred. Therefore, the root cause of the reported event could not be specifically determined. The investigation was based on the information that was provided initially and any information that was obtained throughout the follow-up process.